Manufacturer narrative:
The male pt with a history of skin cancer and coronary artery disease underwent the implantation of two bx velocity stent as part of the trial. Approx 19 months post-implant, the pt is reported to have expired due to basic cardiac disease. This was following hospitalization due to recurrent heart insufficiency symptoms further complicated by malignant skin carcinoma. No additional info was provided and it is unk if the pt ever underwent a repeat angiogram that would have revealed the status of the implanted stent. The product remains implanted in the pt thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: the available info suggests that this is progression of disease. However, factors that may have contributed to these events cannot be identified. Please note: device (lot # r0501258) was a clinical bare metal stent utilized outside the united states: however, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #:9610978-2007-00091 and 9610978-2007-00092. Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was received from the clinical trial: the pt was hospitalized due to recurrent heart insufficiency symptoms. Intensive medical therapy was given to try to normalize the patient's condition. The pt lost 3kg and developed a resistance for the therapy: a longer intensive care treatment was required. The patient's condition stabilized after catecholamine treatment. However, during this treatment ventricular arrhythmia developed and intermittent amiodarone treatment was necessary. Finally the pt had fever and increased inflammation parameters were noted. After discussions with the relatives and taking in account the malignant accompanying disease (skin carcinoma) and the far gone heart disease a conservative therapy has been decided. The pt expired due to cardiac basic disease.